Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated 30nov2016. No further follow up is planned this report is associated with 1819470-2016-000308, since there is more than one device implicated evaluation summary a male patient reported his humapen savvio device "stuck while injecting" and "released extra dose." The patient experienced hypoglycemic coma. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The user manual instructs the user to use a new needle for each injection. There is evidence of improper use. The patient reused needles. It is unknown if this is relevant to the event of hypoglycemic coma.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30) cartridge via reusable pen (humapen savvio pink) and human insulin (rdna origin) injections (humulin r) cartridge via reusable pen (humapen savvio pink). Dosage regimen, indication for use, route of administration and start date were not provided. On an unknown date the humapen savvio was stuck while injecting, after called the dose, while pressing and released the dose, it suddenly got stuck, then it went down quickly ((B)(4) / unknown lot 1309v06) ((B)(4) lot unknown). The pen released extra dose and it caused him hypoglycemia and also he had blood droplets after injection. On an unspecified time he got comatose because of hypoglycemia, where his fasting blood glucose was 20 mg/dl; however he adjusted the doses and it did not happen this time. The event of he got comatose because of hypoglycemia was considered as serious due to medically significance. His physician asked him to decrease the diameter of needles to decrease the blood droplets came after injection. On an unknown date his dermatologist told him he had multiple lipomas at injection site due to injection. Additionally information regarding corrective treatment, outcome of the events and human insulin isophane suspension 70%/ human insulin 30% and human insulin treatments status were not provided. The operator of the devices and his/her training status was unknown. The general device duration of use and the suspect device duration of use were not provided. The action taken with the suspect devices was not provided and its return was not expected. There is evidence of improper use. The patient reused needles. The reporting consumer did not provide an assessment of relatedness between the events and human insulin isophane suspension 70%/ human insulin 30%, human insulin or to the humapens savvio pink. Update 18-nov2-016: upon review, this case was opened to update the medwatch and (B)(6) required device reporting elements for regulatory reporting. The product complaint numbers were added to the case. Edit 23-nov-2016: information received from the complaint department on 17-nov-2016. Product complaint reference numbers were already processed. No adverse event information was received. Update 23-nov-2016: additional information received on 23nov-2016 from global product complaint database updated the lot number from 1309v00 to 1309v06 for (B)(4). The product tab for humapen savvio and the narrative were updated. Update 30nov2016. Follow up received 30nov016 from the product complaint safety database. On the device tabs entered the device specific safety summary (dsss), updated the (B)(6) device information, updated the device medwatch information, and the narrative was updated accordingly.